Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a motor error alarm. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 395 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with bolus. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother performed self test and the insulin pump passed. The customer's mother performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer's mother was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.